Event description:
On (B)(6) 2019 the patient underwent an emergent endovascular repair to treat a chronic type b aortic dissection using a gore® tag® conformable thoracic stent graft (ctag). No detailed information was obtained regarding the index procedure. On an unknown date, reportedly at the post procedure 6 month follow-up, a new entry was observed from the proximal side of the ctag device. No comments were received from the physician on the cause of the event. On (B)(6) 2019 the patient underwent endovascular repair to treat the new entry. An additional ctag device was implanted proximally. (This information was reported on MFR report # 2017233-2019-01275). On (B)(6) 2020, additional information was received. On an unknown date, reportedly at the post procedure follow-up, a new entry tear was observed originating immediately adjacent to the proximal extent of the tgmr313120j, implanted in (B)(6) 2019. On (B)(6) 2020, the patient underwent reintervention to treat the new proximal entry tear. An additional ctag/ac was implanted proximally. No adverse events were reported. The patient tolerated the procedure. The physician commented that the device implanted in (B)(6) 2019 might have been oversized.